Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.

Event description:
It was reported, the pt had experienced an overdose. It was stated that the pt's pump device had previously contained morphine and clonidine at 22.5mg/ml at 7mg/day. The pt's pump was refilled with morphine and clonidine at 50mg/ml a 7mg/day. It was stated that no bridge bolus was programmed in to the pt's pump. It was stated that, thirty mins after the pump had been refilled, the pt lost consciousness and experienced respiratory depression. The pt was then admitted to the emergency room and reportedly responded to "a narcan drip after several doses." It was stated, the pt was in "serious condition." Add'l info has been requested, a f/u report will be sent if add'l info becomes available.